Event description:
It was reported, the pt is experiencing weakness in his legs. The pt had some weakness in his legs prior to the implant procedure, but it's worse now. The implant procedure went well, but the physician had some difficulty when doing the spinal block prior to lead placement. The physician attempted the spinal block numerous times and took 30-40 minutes to administer the spinal block. Post-implant, a CT scan was done, which looked fine. The pt is now in rehabilitation to try to regain strength in his legs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.